Event description:
It was reported occlusion alarms have continued to occur. There was no reported adverse impact to the customer¿s blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended, however, due to occlusions continuing a replacement pump was sent to the customer as clinical troubleshooting has been exhausted.